Event description:
It was reported there was difficulty connecting the rf head into the connector. The programmer was returned for repair and test/calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the link electronic module (lem) circuit board was replaced and calibrated. (B)(4).